Event description:
The customer reported that the locks on the system are loose and the monitors on the workstation have a burn, and it is causing the doctor problems.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep verified the symptom, and replaced both workstation monitors. He checked the monitors and verified nice clear images. He verified proper operation of the system.